Event description:
It was reported that during a tka procedure, the spring in the handle broke. No delay. Backup device available. No patient injury has been reported yet.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the breakage of the device did not happened over the surgical field, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.